Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection the cardiosave intra-aortic balloon pump (iabp) unit safety disc leak test error (on loan at musashino red cross hospital). There was no patient harm reported.

Manufacturer narrative:
A field service engineer (fse) evaluated the unit and was able to reproduce the reported failure. The fse replaced the safety disk due to safety disk deterioration. The unit was returned to the customer in good working condition.

Event description:
N/a